Event description:
A peritoneal dialysis pt has reported that when they finished treatment they disconnected, pushed the blue pin in, and the pin fell off. Nurse stated that pt had no adverse effects from the treatment. Nurse also stated that the pt pulled the pin out. Sample has not been returned to the MFR.

Manufacturer narrative:
The device is undergoing an eval but has not yet been completed. A supplemental report will be filed upon completion of the investigation.